Manufacturer narrative:
Insulin pump received with no button response due to lcd unlock keypad connector. Pump received with minor scratched display window. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding. Customer's blood glucose was not reported. Insulin pump will be replaced.